Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was not returned. The cause of the leakage from the patient's incision site is unknown. (B)(4).

Event description:
Agent contacted technical solutions via email to report a catheter revision. Agent reported that the patient reported drainage from their midline incision. Agent also reported that the physician opened the pocket and midline incisions to irrigate/clean, re-suture, adjust the anchor and trim the catheter. They reported that the patient had reported no fevers or illness prior to the revision. Later communication confirmed that there was no indication that there was a possible seroma and that the physician did not have any comments as to why they believed the leakage from the incision site occurred. It was stated that it was the physician's preference to suture the anchor deeper into the fascia and trim the catheter.